Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery . A 3.00 x 16mm synergy ii drug-eluting stent was advanced but it failed to cross the lesion and it was found that the stent strut were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery . A 3.00 x 16mm synergy ii drug-eluting stent was advanced but it failed to cross the lesion and it was found that the stent strut were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex coronary artery . A 3.00 x 16mm synergy ii drug-eluting stent was advanced but it failed to cross the lesion and it was found that the stent strut were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found no issues. The stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.